Event description:
The caller reported that the t:slim x2 pump battery would not charge, even after trying different wall adapters and leaving the current setup plugged in for an extended period. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to send a replacement tandem cable and wall adapter with two-day shipping, while advising the customer to rely on insulin shots if the pump battery depleted before the new charging supplies arrived.